Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer completed a rewind and prime of the insulin pump and the status screen showed dashes. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.